Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) returned to the reliability assurance laboratory for further testing due to a low battery monitoring voltage status.